Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 602 module. The customer repeated all samples tested before and after the time of the event and found no other result discrepancies. The sample initially resulted with a troponin t value of 78.30 ng/l and this value was reported outside of the laboratory to the clinician. The sample was repeated, resulting with a value of 6.17 ng/l. The repeat result was deemed to be correct. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 345852. The reagent expiration date was asked for, but not provided. The related quality controls recovered within specified limits. Upon review of the alarm trace from the day of the event, an abnormal sample probe movement and an abnormal probe aspiration alarm occurred. The investigation could not identify a product problem. The cause of the event could not be determined.